Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device had no telemetry. External visual inspection noted tool marks on the case and header, and body fluid contamination in the lead barrels. A memory download could not be performed as the device had no telemetry. The pulse generator case was removed and an external power source was applied to the device for further testing. No components were identified as hot spots. The device has no telemetry. Intensive visual inspection of the mmic discovered a crack in the chip. No further analysis was performed. The cause of the no telemetry condition was a depleted battery. The battery was depleted due to a high current drain caused by a cracked mmic.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.